Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having issues with charging her ins about 2 weeks after implant. She met with manufacturer representative (rep), "2 weeks afterward" who "played with it" and they did not experience issues while charging during the appointment. A week or two later the issue began happening again. She was told to reset the controller and it seemed to resolve the issue for a while but the problem was getting worse. The past 4 days she had been getting poor recharge quality but before that it was a message stating to contact the manufacturer. Patient did not recall any other information on the screen. 90% (most likely meant controller) was at 90% and ins was at 40% then displayed 'finished.' Patient had a magnetic resonance imaging (MRI) on (B)(6) for something unrelated, and she needed to make sure her equipment was working so she could get the MRI done. The rtm cannot find device. No patient symptoms were reported. No further complications were reported. 2020-mar-06 additional information as received from a patient via manufacturer representative. It was reported that patient was unable to have the device turn on or off. The cause was unknown. Patient's weight was asked but unknown. No surgical intervention was planned. Later, it was reported that the patient called to get assistance with her implant device. The battery was malfunctioning; not charging completely but yet says it was completely charged. The patient stated she charged the battery and it has not helped. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger.

Event description:
Additional information was received from the patient. It was reported that the report of being unable to turn the device on/off and battery malfunctioning was regarding an external device issue. The cause was not determined. They received the replacement recharger and stated it resolved the issue for now. No patient complications were reported as a result of this event.